Event description:
It was reported that the patient experienced intensified stimulation upon exposure to a security gate with the device turned on. The security gate was turned off so the patient could pass through, and it was reported the patient was doing fine, and her stimulation settings remained unchanged.

Manufacturer narrative:
(B)(4).